Manufacturer narrative:
(B)(4). Date sent to FDA: 05/14/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Analysis summary: the product was returned to ethicon inc for evaluation. Visual analysis of the returned sample determined that one opened sample of product code z304 was received for evaluation. An incorrect swage defect could be observed in the sample. The visual inspection concluded that the swaged needle area is damaged (crushed) and consequently, the suture is severely cut resulting in a detached needle. The functional test could not be performed. The incorrect swage defect has been correlated to the manufacturing process and will be addressed through ethicon inc¿s quality system.

Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: what was being done when the needle came loose from the suture (removal from package / during passage through tissue/ during tying? =>no further information is available. Was the needle removed from the patient during the same procedure? =>no further information is available. What tissue/location was suturing when pull-off occurred? =>no further information is available. Please provide the procedure name and date. =>no further information is available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the surgery, the suture was detached from the needle easily. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.